Event description:
The customer reported to olympus, that the camera head screen does not appear when connected to the endoscope. The issue was found during preparation for use and the procedure was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. The inspection did not reproduce that the image did not appear. No abnormalities were found in any areas that could be visually confirmed. The investigation confirmed that the connection was successful without any problems. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the failure was produced by an abnormal communication with otv-s700 caused by a failure of the part (optical connector) inside the video module from investigation result. Olympus will continue to monitor field performance for this device.